Event description:
As reported by the user facility: brief inquiry description: multiple air in lines alarm for crrt patient. Detailed inquiry description: pt on crrt (dialysis) and medication (phoxullim) at 80ml/hr used to prevent dialysis machine from clotting with blood alarmed multiple times for air in line alarms. Nurse visibly inspected tubing for bubbles and cleared the air by flicking air back toward bag. Medication would infuse for about 30-45 minutes and then alarm air in line again. Crrt would need to be stopped when medications stopped. Pump removed from patient per hospital educator request. Medical condition(s): heart defect. Treatment or type of therapy: crrt. Description of the patient event: crrt needing to be stopped when med stopped and delaying treatment.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.